Event description:
A customer obtained lower than expected vitros gent quality control results (biorad level 2 = 4.39, 4.87 ug/ml vs. Expected result of 7.41 ug/ml; tdm pv 3 = 5.26 ug/ml vs. Expected result of 7.75 ug/ml) while using a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were run while gent quality control results were out of range. There was no allegation of harm to patients as a result of this event. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros gent quality control result were obtained. No patient samples were affected. The investigation could not determine a definitive root cause. However, a reagent related issue cannot be ruled out as a contributing factor. There is no evidence that the vitros 5600 analyzer was not operating as intended at the time of the event. The investigation is ongoing.